Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: spartial delamination of valve assessed as adhesive failure. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.